Manufacturer narrative:
Product analysis: observation during functional analysis it was not more possible to pressurize the ibt due to a hole. Visual analysis confirmed the presence of a longitudinal hole on the balloon. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause can be attributed to the contact of the balloon with bone splinters during surgery.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat a vertebral compression fracture using cement resistant technique. One side of the vertebral body was filled with cement while keeping balloon filled in the contralateral side. Balloon was maintained at approx. 400psi and had prolonged exposure to cement. Balloon ruptured in patient's vertebral body at high pressure. Surgeon did not reduce pressure of balloon during cement fill on contralateral side and balloon was inflated to approx. 400psi when in contact with cement. Part of ibt balloon remained inside the patient after rupture. Ccording to the report, the bone was highly sclerotic as the patient had begun to heal and there may have been a sharp bone fragment. The patient was not allergic to the contrast medium and there have been no reported patient complications since the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)